Manufacturer narrative:
The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to the doctor's roche meter. The result from the patient's meter at 6:45 a.m. Was 2.9 inr. The patient was tested twice on the doctor's roche meter at 7:30 a.m. And 7:32 a.m. With results of 2.1 inr. The results from the doctor's meter were believed to be correct. The patient's therapeutic range is 2.5 - 3.5 inr.

Manufacturer narrative:
The reporter's meter and strips were returned for investigation. The returned strips were measured with the returned meter with lin 3 control. Testing results: qc 1: 5.7 inr; qc 2: 5.5 inr; qc 3: 5.7 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.